Event description:
The hospital reported that during a coronary artery bypass procedure, five heartstring iii seals would not load properly. After the last replacement did not work, the procedure was completed by cross clamping the aorta. There were no patient effects. Product was returned. See MFR # 2242352-2010-01185 for report of serious injury due to conversion after last replacement malfunction.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the seal and delivery device were in the loader, and the plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal did not load properly" is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).